Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, irregular pacing and loss of capture. A lead revision was performed. During the procedure, the implantable pulse generator (ipg) screw became loose while using the torque wrench. The screw in the grommet came out with the torque wrench. The physician decided to use another ipg after unsuccessfully attempting to tighten the screw in the grommet another time. No patient complications have been reported as a result of this event.